Manufacturer narrative:
The accounts maintenance adjusted the caster brake pads down about a 1/4 of a turn to resolve this issue.

Event description:
The account alleged when they placed the brake/steer pedal into brake, the brake casters did not hold. He found when he locked the head brake/steer pedal into brake, all four casters lock into brake. When he locked the foot brake/steer pedal into brake, all four casters did not lock into brake.